Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing of the sinus rhythm. Reprogramming options were discussed and recommended. Currently, this product remains in service and no adverse patient effects were reported.